Event description:
Patient received a minor burn injury to the inside of their lip during an anterior invisalign attachment replacement procedure. Doctor has had a follow up with the patient for the burn and the injury has healed as expected with no further need for additional medical attention.